Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal discharge. It was reported that patient underwent mesh excision on (B)(6) 2012 due to sui, sling exposure, and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lysis of adhesions, cystoscopy. It was reported that patient underwent lbso, lysis fo adhesions and cervical trachelectomy, laparoscopic cholecystectomy with intraoperative cholangiogram, umbilical hernia repair on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent incision and revision on (B)(6) 2011 due to suture reaction with approximately 1-cm incision breakdown.